Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, when firing the device, there was a "crack" sound which affected cutting. Due to the damage of the matched barrel, the excitation was not smooth. Replaced another product to resolve the issue. There was no patient injury.